Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: it was reported that on one syringe the needle assembly removed when the shield was removed. Verbatim: consumer reported found 1 syringe when removed shield from syringe the needle assembly removed with it. No difficulties removing the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned a single syringe in a polybag labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0006883. The syringe was returned fully intact with no immediately observable issues. A needle shield pull force test was performed on this syringe. The needle shield required 4.98 lbs of force to be removed. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be confirmed for this sample. A review of the device history record was completed for batch # 0006883 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0006883. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: 'it was reported that on one syringe the needle assembly removed when the shield was removed. Verbatim: consumer reported found 1 syringe when removed shield from syringe the needle assembly removed with it. No difficulties removing the shield ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: 'it was reported that on one syringe the needle assembly removed when the shield was removed. Verbatim: consumer reported found 1 syringe when removed shield from syringe the needle assembly removed with it. No difficulites removing the shield ".